Event description:
The pt had a large parietoccipital avm. Third stage of embolization with onxy. While retrieving the micro catheter after an onyx embolization, it was reported the catheter broke and the distal segment remained in the pt in the left vertebral, basilar and post cerebral arteries. The pt had diplopia and arm numbess post procedure which were largely resolved by discharge on anticoagulation protocol.

Manufacturer narrative:
The facility disposed of this product, consequently a returned product analysis will not be possible. On follow-up, it was reported the embolization procedure took longer than normal which resulted in more onyx reflux and the catheter sitting on the onyx longer during the procedure. Based on the reported event details, the likely cause for the catheter separation was the large amount of onyx reflux., the onxy avm instructions for use (IFU) warns "in general, minimize the reflux to less than 1cm".